Event description:
It was reported that this lead was explanted and replaced due to loss of capture approx. 1 month after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided pictures and x-ray showed that the lead was probably squeezed and damaged due to a tight knot, leading to the observed electrical issues. In spite of the available information, an analysis of the lead itself would be necessary to determine the definite root cause. Should the lead itself become available for analysis, the investigation will be updated.